Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin to resolve the issue. The customer was informed by technical support that cartridges should be changed every 48 hours with their insulin, which they acknowledged.